Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform 30 stapler reload was analyzed and found unused and unfired. It was not returned with an instrument. Visual inspection displayed no signs of physical damage to the reload's components. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload. The reload cover was removed and inspected after firing. There was no damage to the reload or its components. No product issue was identified. The reload has been evaluated by an isi failure analysis engineer (fae), and the initial findings were confirmed. The reload was returned un-fired and without damage. The reload was properly seated inside the jaws of an in-house stapler without issue. The reload was fired successfully, and no damage was noted following the completion of the test fire. The reported complaint could not be confirmed through log review nor replicated in-house.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the blue stapler reload be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the staple load did not seat correctly and came apart. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the type of procedure was a appendectomy. The date of the procedure was (B)(6) 2024 . While installing the reload, the insertion device came off before the reload clicked in. Per marketing, if the reload insertion tool comes off during installation, please send back to intuitive and do not try to re-insert. There was no harm or injury to the patient.